Event description:
The accounts technician stated the stretcher casters are not locking into brake. Bed is out of service. He found the connecting rod was missing the bolt at the bottom connection. He also found the head end was upgraded with and brake/steer kit some time ago, but they did not upgrade the foot end.

Manufacturer narrative:
The account has not completed repairs.